Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise was observed due to oversensing. Reprogramming the device was recommended.